Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported reboots events occurring when attempting to discharge patients. The issue occurred after (B)(6) 2018. There was no patient incident.

Manufacturer narrative:
The fse will be implementing the fco at the customer site.(B)(4).